Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. It was noted the superior vena cava (svc) defibrillation impedance was 254 ohms since (B)(4) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high superior vena cava (svc) defibrillation coil impedance, a loss of sensing at explant and a suspected lead fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.